Event description:
A customer reported that the infusion system was "not able to become vacuum," a new product had to be used. The timing of the event and patient involvement are unclear; additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown; without a sample, it is not possible to isolate the root cause. (B)(4).